Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, the helix on this right atrial (ra) lead could not be extended, even after more than 30 turns of the fixation tool. This was the second lead attempted with the same problems observed. Therefore, the procedure was completed with a non-boston scientific lead. No adverse patient effects were reported. The attempted lead was returned for analysis.